Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microfine¿ insulin syringe had glue remains on the needle. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd microfine¿ insulin syringe had glue remains on the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that there is glue on the needle. The returned syringe was examined under the microscope and exhibited a clear, hard material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely adhesive. Sample was forwarded to manufacturing (holdrege) on 26oct2018 for further review. On 29oct2018, holdrege received one (1) loose 0.5ml, 12.7mm syringe from reported batch# 5229817. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, the returned sample was visually inspected under ultraviolet light and the foreign material was noted to fluoresce. This finding further supports the ftir analysis completed in franklin lakes in which the material was noted to most likely be adhesive. A review of the device history record was completed for batch# 5229817. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200607440] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter on needle on lot # 5229817. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. It is likely that adhesive made it's way onto one or both of the rubber o-rings on the needle lines during cannulation of the hub. When this type of event occurs, adhesive may be transferred during the process of the o-ring exercising the cannula within the hub (for distribution of the adhesive prior to curing). This type of defect may go undetected through the manufacturing process and be found by the end-user. (B)(4) was initiated by the holdrege plant to address adhesive runover. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.